Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that on multiple occasions, the customer's pump would have a delayed response. The display issue was not blocked. There was no reported impact to the customer's blood glucose level. As the customer was not experiencing the reported delay at the time tandem technical support was contacted, troubleshooting to determine a possible cause was unable to be completed.